Event description:
The technician alleged the side rail will not raise to the latch position. No patient impact.

Manufacturer narrative:
The technician found the side rail slide bracket is broken. The technician replaced the side rail slide bracket to resolve the issue.